Event description:
The customer reported getting error message "2015 bf probe purge failure" on the aia-360 analyzer. The customer also reported white precipitation around the sample probe which was cleaned primed the wash, but error persisted. The customer observed fluid on the counter. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh), luteinizing hormone (lhii), prolactin (prl) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. While troubleshooting, fse discovered the piece that holds the bf probe was stripped and resolved that by replacing the wash unit. Fse turned on the analyzer, and successfully validated analyzer by calibrating and running quality controls. Fse observed intermittent insufficient diluent (ds) error and found the diluent pump was not functioning as expected and replaced the diluent pump. The fse performed quality control run without error and within acceptable range and verified analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [2015] bf probe purge failure is generated when purging by the bf probe is abnormal. The operator is instructed to clean up the wash probe tip or replace it. Contact the service department. Section 7.2: list of flags states the following: ds: is generated when an insufficient diluent has been detected. The operator is instructed to replenish the diluent and repeat assay. The most probable cause of the reported event is due to faulty wash unit and diluent pump.